Manufacturer narrative:
Visual inspection performed by r&d project manager. Looking at the image attached to the complaint it is visible that the explanted stem is covered with patient blood. It is possible to recognize some ha residuals on the stem body. Additionally some sings are present on the neck part probably due to revision surgery. The implant was revised following a low-grade infection, there is no indication that any issue with the devices may have caused or contributed to the event. Batch review performed on 05 april 2022. Lot 2006336: (B)(4) items manufactured and released on 16-sep-2020. Expiration date: 2025-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2002606: (B)(4) items manufactured and released on 29-jul-2020. Expiration date: 2025-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Stem: quadra-h 01.12.23sn cementless, ha coated std stem # 3, short neck (k082792) lot. 2007265: (B)(4) items manufactured and released on 30-sep-2020. Expiration date: 2025-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Liner: mectacer 01.29.413 ceramic liner ø 36 / e (not registered in USA) lot. 2002628: (B)(4) items manufactured and released on 03-aug-2020. Expiration date: 2025-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event.

Event description:
All implants were revised 1 year after primary following a low-grade infection. An antibiotic spacer has been implanted.